Manufacturer narrative:
Concomitant medical products: d314vrg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was capped for unknown reasons. No patient complications have been reported as a result of this event.